Event description:
A report of a patient being explanted was received. The patient reported feeling an uncomfortable pressure sensation where the lead was placed in the back of her neck. The patient was reprogrammed several times and the issue was not resolved. The physician assessed that the patient was responding well physically to the stimulation. The uncomfortable pressure was due to the location of where the lead was placed.